Event description:
It was reported that a patient underwent a lateral episiotomy of the perineum surgery after childbirth and suture was used on the wound. During the suturing process, the needle entered the vaginal mucosa, and the recipient's left and right hands cooperated with each other. When the needle was fully inserted into the vaginal mucosa, it was found that the suture had broken off from the tail of the needle on its own. The doctor immediately removed the broken needle from the vaginal mucosa and checked for any defects in the needle. Removing a broken needle can cause some pain to the patient. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: - was there any adverse consequence associated with the patient? - what is the current status of the patient? - it was reported that "the suture had broken off from the tail of the needle on its own" and a "breakage suture & breakage needle" as well. Could you please confirm if the 3 issues (needle detached/pulled off from the suture, breakage suture and breakage needle) happened during the same surgery? - how many devices demonstrated the alleged deficiencies? - please provide the lot number: - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).